Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This voluntary medwatch is in response to receipt of medwatch form.

Event description:
It was reported that the patient underwent a procedure to repair laceration on left medial elbow on (B)(6) 2015 and suture was used. During the procedure, the needle detached from the suture and was retained in the soft tissue. A metal fragment appeared to remain on the suture. The physician was unable to remove the needle from the patient's wound. X-ray confirmed foreign body/curved needle requiring the patient to be sent to the emergency room for ultrasound guided retrieval. The ER physician was unable to remove the needle and the patient was admitted to the or for surgical removal of the needle. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that mini-c-arm was used by the surgeon and the needle was located and removed. The wound was closed and the patient was discharged home. This medwatch report is in response to receipt of maude event report mw5044383.